Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2024.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The explanted device was discarded ER facility policy.